Event description:
It is reported through the pt's attorney that the polyethylene component of the hip implant, implanted in 2002, prematurely wore and had to be revised in 2004. The implant in 2002, was a revision from 1995, surgery.